Event description:
A user facility reported to olympus, during reprocessing of the evis exera ii ultrasound gastrovideoscope, debris was found hanging out of the scope due to incorrect reprocessing. The customer reported, during reprocessing after a procedure on feb 7, 2022, there were difficulties flushing the balloon channel using the mh-974 flushing tube. The scope was then manually clean using the mh-974, reprocessed using the medivator and hang in the scope cabinet. It was reported that the next day feb 8, 2022, debris was found hanging out of the scope and insufficient cleaning of the scope was noticed. The scope was not used on a patient. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
It was reported that during the call for the reported issue, the customer was assisted by an olympus representative. The olympus rep advise the customer to inspect the scope before using the mh-974 during pre-cleaning and manual cleaning of the scope. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.